Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+. The manufacturer received information from the patient stating that the device had black specs in the water chamber floating. Customer also stated that he had a pre-existing diagnosis of asthma and further clarified that the alleged device malfunction has not affected his condition based on the clinical assessment findings. Medical intervention was not needed. The manufacturer was made aware of this complaint through the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.